Manufacturer narrative:
(B)(4). If additional information becomes available, it will be submitted in a follow up report. (B)(4). At this time, carefusion has not received the suspect device for evaluation.

Event description:
The customer, understood to be a biomedical engineer testing the 3100a ventilator, reports that the mean airway pressure will not go below 19.6 cmh20. The device is set to 20 liters per minute and he has turned the adjustment knob all the way counter clockwise. This is understood to be found during testing so there is no patient involvement.

Manufacturer narrative:
The customer responded to carefusion's attempts for additional information and reported that the original reported issue occurred during patient use. Updated event information has been added to the appropriate fields. (B)(4). The device was not returned to carefusion for evaluation but based on the customer's reported resolution of lowering the flow rate lower than 15 lpm, the reported issue is considered to have no malfunction occurring and is related to clinical training with the device.

Event description:
The customer reported that the issue was found during patient use but there was no patient harm. They were attempting to achieve a mean airway pressure (map) of 9 but had a flow rate at 15 lpm. The customer reported that after talking to technical support they realized that the flow rate needed to be lowered in order to achieve the lower map. After doing so, the device operated properly.